Event description:
It was reported the patient received the following results within 15 minutes: 230 mg/dl on customer's meter and 116 mg/dl on professional meter.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty test strip vial.